Event description:
Arjohuntleigh has been informed that the patient set the mattress on fire during the therapy.

Manufacturer narrative:
(B)(4). On 9 jan 2015 arjohuntleigh was notified that one of our products - nimbus 3 mattress, allegedly had caught fire. The local arjohuntleigh sales and service unit representative was nominated to visit the facility to obtain comprehensive information about the incident. During interview with the nurse, we have been informed that the patient who had an oxygen nasal cannula wanted to smoke and once she lit a cigarette, a fire was started. As a result, the patient suffered burns on her arms and hips (stage unknown). Device evaluation revealed signs of burns on the side of mattress (cover, cells, manifold), while the pump was completely intact. After evaluating the system, no other damages were found. At the time of the event our product, was functioning as intended and was not a source of the fire. In relation to the risk of fire, our mattress material is flame retardant to (B)(4) standard - bx7175 and we also warn our users (as per the "general warning" pages in our instruction for use) of the flammability risks involved in using our product. The product IFU #151996en contains the following precautions: do not expose the system, especially the mattress, to naked flames, such as cigarettes, etc". "In the event of a fire, a leak in the seat or mattress could propagate the fire". In summary: the patient was treated an recovering in the hospital. Our product at the tine of the event was functioning as per its intended use and specifications, and was not actively involved in the incident, it was simply used for patient treatment at the time. In relation to the risk of fire, our mattress material is flame retardent to bs7175 and we also warn our users (as per the "general warning" pages in our IFU) of the flammability risk involved in using our product. We conclude that this failure is solely a result of an event beyond the realm of our control. The root cause of the event is failure to take the necessary safety precautions when using our product. During the event, the device was used for treatment purposes.